Manufacturer narrative:
Upon inspection device had been wired incorrectly including a fuse - device was installed for 5 years prior to incident however installation and maintenance is not done by manufacturer.

Event description:
Lift was not in use for several weeks. End user attempted upwards journey when lift stopped and user smell burning.